Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. The most probable root cause is known risks associated with surgery and the patient's own physical health risk factors. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493376, mfd. 07/24/15, expires 2020-07, (B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# 493682, mfd. 06/06/16 expires 2021-06, (B)(4) .

Event description:
The patient experienced an episode of asystole during the completion of an si joint arthrodesis in (B)(6) 2016. The patient was administered atropine at the time and the anesthesia md verified that the patient was stable. The procedure was completed with no further complications. It is believed that the patient was on heart medication. The patient is doing fine after the surgery with no known sequelae. The episode was related to the surgical procedure and not the implant.